Event description:
It was reported that a pump is alarming constantly for an upstream occlusion. The device was programmed to deliver at a rate of 80ml/hr and the device alarmed approximately 10 minutes after the infusion was started. It was also reported that there was no patient involvement and this was observed during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the upper reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. Low ultrasonic readings will allow the pump to be more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.